Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that an av shunt was developed at the puncture site, and congestion in the right leg was observed. The physician said that it was possible that the faradrive went through the vein during initial insertion. A corrective operation was performed by cardiovascular surgery on july 24th. The procedure was completed successfully by using original device. The patient has been discharged from the facility and no further complications noted. The product is not expected to be returned as it was discarded in facility.